Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: adhesive on bending section cover had a chip; due to damage on the forceps elevator lever (surgical products), bending section cannot be fixed firmly; video connector case had a crack; and label on video connector was peeled. The following device components were scratched: bending section cover, control unit, grip, up/down plate, right/left plate, angulation lever, switch 1, light guide (lg) connector, lg cover glass, video connector, and video connector case. It was confirmed that there was applied CAPA. (CAPA-200803) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the event was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope images are not displayed. It is unknown when the malfunction occurred. It was for a therapeutic procedure and the intended procedure was completed with a similar device.